Manufacturer narrative:
The company representative replaced the display power supply. In an unrelated repair, he also completed a required preventive maintenance. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The pt's condition was stable and therapy was discontinued. No pt injury was reported.